Event description:
On (B)(6) 2018 a patient was intended to receive a perceval pvs25 as part of an avr for the persist study. The manufacturer was notified that during the procedure the device was explanted and replaced with a perceval pvs27. The valve explant was recorded as undefined device deficiency (pvl, central leak, migration, dislodgment). Further information from the study indicated no pvl or central leak was identified via echo review. The patient is alive and well. No further information is available and the device is not available for return and analysis.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. At this time since information regarding the device is not available and the device is not available for return no further investigations can be performed. The case will be closed at this time as no further investigation is possible. However, should additional information be provided, the manufacturer will re-assess the event and take further investigative action as applicable. The root cause is thus deemed to be cause not established.